Manufacturer narrative:
A ge rep evaluated the system and replaced a blown fuse and the power supply filter. The system operates as intended.

Event description:
The customer reported the monitor cart keeps blowing fuses and cannot display images. No pt injury was reported.